Event description:
It was reported that while ventilator was connected to a patient, there were no tidal volumes displayed and the respiratory rate was up to 106 breaths/min. The settings were changed to pressure controlled ventilation with same parameters but the ventilator continued to not ventilate. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was dispatched to investigate. The reported event could not be reproduced. The ventilator was tested, passed pre-use check and was cleared for clinical use again. No parts were replaced. Provided ventilator logs were reviewed. The event log contains alarms for high respiratory rate shortly after ventilation is started. The trend log shows a difference between inspiratory and expiratory volumes indicating a leakage in the patient circuit. The delivered o2 concentration is as set. The reported respiratory rate of 106 b/min could not be confirmed. There are no technical error codes in the logs indicating no ventilator malfunction. The ventilator successfully passed pre-use check on the event date. The cause of the reported loss of tidal volume was a leakage in the patient breathing circuit. The cause of the leakage has not been further determined.

Event description:
(B)(4).